Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The distal end of the device was inspected under a microscope and found the probe was fractured. The missing portion measuring 17mm in length was not returned. The remaining portion of the probe was measured at 1-2mm in length. Additionally, the device failed the probe check and error code u509 was displayed. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Cross-reference MFR # : 2951238-2015-00457.

Event description:
Olympus was informed that during an unspecified procedure, when the device was pulled out of the patient, the jaw broke off outside within the sterile field. No device fragment fell inside the patient. There was no damage to the teflon pad and no metal was exposed. The device was replaced with another similar device and the intended procedure was successfully completed. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility via the telephone and in writing to obtain additional information regarding the reported event but with no success.